Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "service needed". Patient harm: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (air compressor). Device was attached to a bracket and powered on, a red pump service alarm was observed after the device powered on. Log files were reviewed and multiple air compressor failures were found. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was identified. The pneumatic system was run through testing and failed during recharge testing, indicating an air compressor failure. The left and right side bag hooks are missing from the device.